Event description:
The customer reported that the au5800 clinical chemistry analyzer generated erroneously low magnesium (mg) results for eighty (80) patients. However, the customer only provided details of fifty-six (56) erroneous results. The customer stated that the results were reported out of the laboratory and there was a change to treatment for one (1) patient. This report references the one (1) patient who had a change to treatment as a result of the erroneously low magnesium result; please refer to medwatch report #9612296-2014-00055 for the report of the seventy-nine (79) patients who had no change or affect to treatment. The customer stated that following the receipt of erroneously low mg result, the physician increased the dosage of magnesium sulfate being taken by the patient to 4 grams (g) . The period of time over which the dosage was increased is unknown. The customer indicated that even after the clinician received the corrected mg result, the physician kept the dosage at 4g for an additional day before lowering it to 2g. The customer reported that the patient's health was not affected. The customer indicated that an incident report would have been received from the clinician if the patient's health was affected; however, the customer has not received an incident report.

Manufacturer narrative:
The customer stated that the erroneously low magnesium results were generated as a result of a problem with the detergent pump, resulting in detergent being prevented from getting distributed to the system. As a consequence, the instrument was washing with only water. The customer performed troubleshooting on the instrument and reported that the issue was resolved. A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event as the customer was able to resolve the issue through troubleshooting and performing maintenance activities. In conclusion, the available information suggests that an unknown system malfunction occurred which prevented detergent from being distributed to the system. All medwatch reports associated with this event: 9612296-2014-00055; 9612296-2014-00056. The customer resolved the issue.